Event description:
It was reported a patient experienced a peritoneal leak coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). The patient was hospitalized for the event. Two days after admission, pd therapy was discontinued and hemodialysis was started. It was reported the cause of the peritoneal leak was related to a previous medical history of diverticulitis. The outcome for the peritoneal leak was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. The same patient is involved with (B)(4).

Manufacturer narrative:
(B)(4). The device was received for evaluation. A device history record review and service history review were performed and there were no issues related to the reported problem. A review of the device logs revealed no system errors, anomalies, hardware device failures or iipv events that could have caused or contributed to the reported difficulty. A sample evaluation was performed and no failure or malfunction were identified that could have caused or contributed to the patient's passing away. Should additional relevant information become available, a supplemental report will be submitted.